Event description:
It was reported that during a lap nissen procedure, the hand activation was intermittently working with both devices. A third device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.